Manufacturer narrative:
Additional narrative: the concomitant devices were previously reported as a console device and an unknown motor device. During subsequent follow-up with the customer, it was determined that the reported motor device was not linked to this complaint as the issues happened in different events. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. However, during evaluation it was observed that the bearings were worn out and loose creating a situation where the cutter is not able to be inserted. This is because the bearings are no longer in axial alignment not allowing the cutter to pass through. The assignable root cause was determined to be due to worn out bearings caused by normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The motor device was listed as a concomitant device in the previous medwatch, during subsequent follow-up, it was reported that the motor device was not related to this event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported from (B)(6) that during an unspecified craniotomy surgical procedure, it was observed that motor device stopped working and displayed an e6 error on the console device while in use with an attachment device. There was no significant delay to the surgical procedure. Spare devices were used to successfully complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.